Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: due to condition of the complaint screw was not returned for investigation. Four (4) packages containing four (4) screws labeled with lot 4l26919 were returned for investigation as they are from the same manufacturing lot. Review found four (4) packages were packaged to final packaging configuration and were un-opened upon receipt. The parts (qty: 16) were opened and the following features were inspected: minor diameter, major diameter, head profile, tip profile, nose profile, thread profile, flute presence, cross slot depth and pilot hole depth. No defects or out of tolerance conditions were found. The device history record (DHR) was reviewed for part number 04.503.226.20, lot h839004. The DHR review showed that there were no issues during the manufacture of the product or nc¿s (nonconformance report) that would contribute to this complaint condition. No device failure/defect identified. Investigation conclusion: complaint is not confirmed from a manufacturing standpoint. No defect has been found with the returned devices. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional device product code: dzl actual impacted device not received, samples received (original packed / undamaged): scr ø1.5 self-drill l6 tan 4u I/clip, part: 04.503.226.04s; lot: 4l26919. (B)(4). A device history record (DHR) review was conducted: this mre review is for the sterilization procedure only part: 04.503.226.04s, lot: 4l26919, manufacturing site: (B)(4), supplier: früh verpackungstechnik (B)(4), release to warehouse date: 23. April 2019, expiry date: 01 april 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in synthes us. Part: 04.503.226.20, lot: h839004, manufacturing location: (B)(4), manufacturing date: 20-feb-2019, part number: 04.503.226.20, ti matrixmidface screw self- drilling 6mm, lot number: h839004 (non-sterile), lot quantity: 120. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: h692284, lot quantity: 1,682 lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The sample device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, three (3) screws shattered on the cranium during insertion. Fragments were generated which then had to be removed piece by piece. The heads of the screws were disposed of and the rest of the screws had to be left in the patients cranium as they could not be removed due to the shattering of the screw. There was surgical delay of one (1) hour. Procedure was completed successfully. Patient outcome is reported as well. This report is for one (1) screw ø1.5 self-drill l6 tan 4u I/clip this is report 1 of 3 for complaint (B)(4).